Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/01/2014 with the following findings:evaluation revealed that the serial number label is worn and peeling. The pump booted up the display to a red dim color. The battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed battery compartment crack and the display is dim red color. This report is made based on results of investigation completed on 07/01/2014.